Event description:
The physician performed a procedure through the common femoral artery (no tortuosity or calcification noted). During the procedure the physician's thumb impaired the heel release on the axera device and so the heel was pulled through the artery when the device was removed. There was no report of pt injury, an 8fr sheath was placed and the procedure was completed through the arstaotomy. The physician reported that he forgot he could manually manipulate and release the heel.

Manufacturer narrative:
The device was returned and failure analysis performed. The analysis confirmed that the heel functioned properly and released upon plunger retraction. There was no indication that the device was out of spec. Additionally, review of the previously investigated complaints associated with this lot indicated no lot specific issue. The product instructions for use (IFU) were reviewed and revealed that the following instruction is included. Per step 10 (directions for use section) of the IFU, "prior to removing the axera access device, retract the plunger and verify that the actuator has moved to its disengaged position, releasing the heel. If the actuator did not automatically release, manually move it to the disengaged position." The IFU describes required steps sufficiently and no update is required. Based on the analysis completed, there is no evidence to suggest the device was out of specification. The root cause, based on available info, is use error.